Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by fever and abdominal pain. The cause of peritonitis unknown. The same day as the event onset, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was discharged from the hospital and has fully recovered from the event. No additional information is available.